Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a limb extension. Subsequently, the patient presented with a type 1b endoleak. Physician elected to implant an infrarenal aortic extension to correct the issue. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not completed. There were no patient medical records and no patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. No patient records were available and the device was not returned for evaluation.